Event description:
It was reported that the patient received inappropriate shocks. A lead fracture or connection problem was suspected. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The inner tubing was kinked/buckled, outer tubing overlay was melted and had cosmetic environmental stress cracking, the out insulation had cosmetic depression, and there was blood in/on the helix/lobe mechanism. Apparent explant damage.